Event description:
It was reported that the patient's sats dropped to below 90% at which time the pulse oximeter alarmed. The patient's family added oxygen to the ventilator circuit but there was no improvement to the patient. The family removed the patient from the ventilator and manually ventilated him. There was no audible alarm from the ventilator when the reported problem occurred and when they removed the patient from the ventilator. When they put the ventilator on a test lung, it was not ventilating and no alarms occurred. Eventually they stated the ventilator began to work normally and they put the patient back on the ventilator for the remainder of the weekend. No patient harm was reported.

Manufacturer narrative:
Na